Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During an unknown time, the closure device shifted, and the patient had to remain on blood thinners. No further information was provided at the time of this report.

Manufacturer narrative:
Aware date is used as event date as the actual event date is not known.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310, batch # 0036589214. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift and implant did not seal (medication and imaging required). Risk review: a risk review was completed and confirmed that the events of implant movement/shift and implant did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During an unknown time, the closure device shifted, and the patient had to remain on blood thinners. No further information was provided at the time of this report. It was further reported that the patient had a follow up transesophageal echocardiography (tee) on (B)(6) 2025, the closure device was noted to be distal to the circumflex into distal volume and off of the limbus causing a leak to be noted. The patient had another tee on (B)(6) 2025 with an experienced watchman imager and the leak measured 3.2 mm at the vena contracta with the leak being crescent shaped by 10 mm. No intervention was planned other than to continue follow up imaging.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During an unknown time, the closure device shifted, and the patient had to remain on blood thinners. No further information was provided at the time of this report. It was further reported that the patient had a follow up transesophageal echocardiography (tee) on (B)(6) 2025, the closure device was noted to be distal to the circumflex into distal volume and off of the limbus causing a leak to be noted. The patient had another tee on (B)(6) 2025 with an experienced watchman imager and the leak measured 3.2mm at the vena contracta with the leak being crescent shaped by 10mm. No intervention was planned other than to continue follow up imaging.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: device code added. H6: impact code added.